Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that one day post implant this right ventricular (rv) lead exhibited high pacing thresholds and was not capturing. This resulted in asystole for the patient for less than two seconds. A revision procedure was performed and the rv lead was explanted. A new rv lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. A puncture hole in the insulation was identified 24 cm from the terminal pin. Dried blood was also noted in lead at this location. Resistance testing verified the lead was continuous. Laboratory testing was unable to reproduce the reported clinical observations.